Event description:
Pangea screw dismantled during surgery. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation has shown that the head of the pedicle screw came off as complained. The implant was analyzed for conformance to print specifications, no abnormal findings were identified. The damage noted may be caused by pushing forward the holding sleeve while inserting or advancing the screw into the vertebrae. The article was manufactured according to specification. The complaint was determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.